Manufacturer narrative:
The asp evaluated the device at the repair center and confirmed the occurrence of the oxygen not available alarm in the device event log. The asp believed that the oxygen not available alarm was caused by the blower, so the blower assembly was replaced. The asp then completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen not available alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. There was neither delay in therapy nor medical intervention reported. No patient information was disclosed. The customer informed the authorized service provider (asp) of the oxygen not available alarm. The v60 was replaced with another working v60 from the customer site and the v60 experiencing the issue was collected so that it could be repaired at a repair center. This investigation is ongoing.